Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was observed to be missing. No damage was found to the keypad. The keypad buttons were found to be unresponsive to button presses. The keypad was removed and no button contact issues were found. The pump was opened and corrosion was found on the circuit board.